Event description:
A report was received that a pt underwent an ipg replacement due to the inability to charge. The pt is reportedly doing well following the procedure.

Manufacturer narrative:
A return product analysis of the device verified that the ipg passed all electrical, visual, and photographic imaging tests performed. The complaint of difficulty charging the ipg was not verified. Upon receiving, the ipg was depleted completely and it was charged in one cycle without any discrepancies. The battery charge profile indicates that charge attempts to be frequently interrupted by the associated charger, which are the characteristics of poor air ventilation around the patient's charger. Daily battery depletion rate with stimulation turned on was verified to be normal.

Event description:
A report was received that a patient underwent an ipg replacement due to the inability to charge. The patient is reportedly doing well following the procedure.